Event description:
It was reported that a patient presented in-clinic with dizziness. Upon interrogation, it was found that the patient's right ventricular (rv) lead had exhibited low pacing impedance, high capture thresholds, and exhibited noise that was oversensed by the device and led to pacing inhibition. The rv lead was capped and replaced on 11 feb 2022. The patient was recovering post procedure.